Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that when an asymptomatic, non-dependent patient presented for a routine device check, loss of capture, increased pacing lead impedance, and noise were observed. One month later, in-clinic follow-up noted thresholds and pacing lead impedance continued to increase. The patient will continue to be monitored closely.

Manufacturer narrative:
(B)(4).